Manufacturer narrative:
No product is being returned for evaluation but lot# is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain information, which was not known or was not available when the initial report was submitted, then supplemental report will be submitted to the FDA.

Event description:
"Balloon would not stay inflated during the procedure."